Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed, which appeared to be noise on the ventricular channel. There were no episodes since the event and all the lead measurements were fine, environmental was suspected. The amplitude of the noise was too high to program around. It was suggested to monitor the patient for any new episodes of noise recorded on the device.